Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l2-5 due to degenerative kyphoscoliosis. Intra-operatively, during the olif of 3 intervertebral discs, when the procedure was performed at the third intervertebral disc, in order to connect the flexible arm to the retractor base, the surgeon tried to fix the arm by turning the handle of the rigid flexible arm in the direction to tighten as usual, but the fixity of the arm seemed weak. It was not at the level where it fell due to its own weight, but it felt like the arm moved when the instrument interfered with the retractor during operation. The alleged arm was replaced and the procedure was continued. The arm was checked, and it was found that the arm was in a situation that a little allowance remained even after the handle was tightened. There was no breakage found on the exterior. The arm was tightened too much. The product did not came in contact with the patient. There were no patient complication occur as a result of this event.

Manufacturer narrative:
Product analysis results: visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the instrument was able to be tightened and loosened without issue. The flex arm was able to maintain the position once tightened. The instrument appears to be capable of performing its intended function. No fault found. If information is provided in the future, a supplemental report will be issued.